Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), allergy to metals ("nickel allergy"), pelvic floor repair ("mesh implant"), staphylococcal infection ("mrsa"), large intestine polyp ("colon polyps") and rectocele ("rectocele") in a 28-year-old female patient who had essure (batch no. 664653) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysterectomy and rectocele repair. Concurrent conditions included overweight, colonic polyp, cystocele, stress incontinence and eczematous dermatitis. Concomitant products included esomeprazole, fluconazole, oxybutynin and thyroid (armour thyroid). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic floor repair (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), large intestine polyp (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), the first episode of abdominal pain ("pain: abdominal area"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), pain ("pain all over"), rash generalised ("rash all over body") and the second episode of abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient underwent pelvic pain (seriousness criteria medically significant and intervention required), pelvic floor repair (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), large intestine polyp (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), the first episode of abdominal pain ("pain: abdominal area"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), pain ("pain all over"), rash generalised ("rash all over body") and the second episode of abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash pruritic, migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (hysterotomy), surgery, surgery (removal surgery) and surgery (rectocele repair). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, fatigue and the last episode of abdominal pain was resolving and the allergy to metals, pelvic floor repair, staphylococcal infection, large intestine polyp, rectocele, mood swings, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, pain, depression, anxiety and rash generalised outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, large intestine polyp, migraine, mood swings, pain, pelvic floor repair, pelvic pain, rash generalised, rectocele, staphylococcal infection, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: current weight 174 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Skin test - on (B)(6) 2011: positive to nickel sensitivity. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming allergy to metals, mrsa (staphylococcal infection), apareunia, rash and rash pruritic." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), allergy to metals ("nickel allergy"), pelvic floor repair ("mesh implant"), staphylococcal infection ("mrsa"), large intestine polyp ("colon polyps") and rectocele ("rectocele") in a 28-year-old female patient who had essure (batch no. 664653) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysterectomy and rectocele repair. Concurrent conditions included overweight, colonic polyp, cystocele, stress incontinence and eczematous dermatitis. Concomitant products included esomeprazole, fluconazole, oxybutynin and thyroid (armour thyroid). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic floor repair (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), large intestine polyp (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), the first episode of abdominal pain ("pain: abdominal area"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), pain ("pain all over"), rash generalised ("rash all over body") and the second episode of abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient underwent pelvic pain (seriousness criteria medically significant and intervention required), pelvic floor repair (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), large intestine polyp (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), the first episode of abdominal pain ("pain: abdominal area"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), pain ("pain all over"), rash generalised ("rash all over body") and the second episode of abdominal pain ("abdominal pain"). In (B)(6) 2011, the patient experienced mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash pruritic, migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (hysteroctomy), surgery (hysterectomy), surgery, surgery (removal surgery) and surgery (rectocele repair). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, fatigue and the last episode of abdominal pain was resolving and the allergy to metals, pelvic floor repair, staphylococcal infection, large intestine polyp, rectocele, mood swings, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, pain, depression, anxiety and rash generalised outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, large intestine polyp, migraine, mood swings, pain, pelvic floor repair, pelvic pain, rash generalised, rectocele, staphylococcal infection, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: current weight 174 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Skin test - on (B)(6) 2011: positive to nickel sensitivity. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming allergy to metals, mrsa (staphylococcal infection), apareunia, rash and rash pruritic." Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received. Events depression and mental anguish, pelvic pain, abdominal pain, rash are added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain female"), allergy to metals ("nickel allergy"), pelvic floor repair ("mesh implant"), staphylococcal infection ("mrsa"), large intestine polyp ("colon polyps") and rectocele ("rectocele") in a 28-year-old female patient who had essure (batch no. 664653) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's past medical history included hysterectomy and rectocele repair. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight, colonic polyp, cystocele, stress incontinence and eczematous dermatitis. Concomitant products included nsaid's from (B)(6) 2009 to (B)(6) 2011 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), rash generalised ("rash all over body") and the first episode of abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient underwent pelvic floor repair (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), large intestine polyp (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), the second episode of abdominal pain ("pain: abdominal area") and pain ("pain all over"). In (B)(6) 2009, the patient experienced pelvic floor repair (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), large intestine polyp (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), the second episode of abdominal pain ("pain: abdominal area") and pain ("pain all over"). On (B)(6) 2011, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash pruritic. In (B)(6) 2011, the patient experienced mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced rash ("painful rash"). The patient was treated with surgery (hysterotomy), surgery (rectocele repair). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and fatigue was resolving, the allergy to metals, pelvic floor repair, staphylococcal infection, large intestine polyp, rectocele, the last episode of abdominal pain, mood swings, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, pain, depression, anxiety and rash generalised outcome was unknown and the rash had resolved. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, large intestine polyp, migraine, mood swings, pain, pelvic floor repair, pelvic pain, rash, rash generalised, rectocele, staphylococcal infection, weight increased, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: current weight 174 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Skin test - on (B)(6) 2011: positive to nickel sensitivity. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming allergy to metals, mrsa (staphylococcal infection), apareunia, rash and rash pruritic." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : reporter's information was updated. Added event she did not undergo essure confirmation test and painful rash. Concomitant drug, historical drug was added. Updated onset date of events. Previously reported concomitant drugs were deleted as they were taken post essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of allergy to metals ("nickel allergy"), pelvic floor repair ("mesh implant"), staphylococcal infection ("mrsa"), large intestine polyp ("colon polyps") and rectocele ("rectocele") in a 28-year-old female patient who had essure (batch no. 664653) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included hysterectomy and rectocele repair. Concurrent conditions included overweight, colonic polyp, cystocele, stress incontinence and eczematous dermatitis. Concomitant products included esomeprazole, fluconazole, oxybutynin and thyroid (armour thyroid). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient underwent pelvic floor repair (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), large intestine polyp (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), abdominal pain ("pain: abdominal area"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and pain ("pain all over"). In (B)(6) 2009, the patient experienced pelvic floor repair (seriousness criterion medically significant), staphylococcal infection (seriousness criterion medically significant), large intestine polyp (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), abdominal pain ("pain: abdominal area"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain") and pain ("pain all over"). In (B)(6) 2011, the patient experienced mood swings ("mood swings"). On an unknown date, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash pruritic, migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy), surgery, surgery (removal surgery) and surgery (rectocele repair). Essure was removed on (B)(6) 2011. At the time of the report, the allergy to metals, pelvic floor repair, staphylococcal infection, large intestine polyp, rectocele, abdominal pain, mood swings, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, weight increased and pain outcome was unknown and the fatigue was resolving. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, large intestine polyp, migraine, mood swings, pain, pelvic floor repair, rectocele, staphylococcal infection and weight increased to be related to essure. The reporter commented: current weight 174 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Skin test - on (B)(6) 2011: positive to nickel sensitivity. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming allergy to metals, mrsa (staphylococcal infection), apareunia, rash and rash pruritic." Most recent follow-up information incorporated above includes: on (B)(6) 2018: this case medically confirmed. Reporter information was updated. This case concerns 28 year old patient. Her historical/concurrent conditions were added. Lab data was added. Essure insertion and removal date were updated. Following events: allergic reaction: hives all over the body (previously reported as allergic reaction), mood swings, apareunia (inability to have sexual intercourse), mesh implant, mrsa, migraines, headaches, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, polyps, pain all over, rectocele, pain: abdominal area, rashes extremely itchy and painful were added. She was recovering form following events: hives; painful rashes and extreme fatigue. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), pelvic floor repair ('mesh implant'), staphylococcal infection ('mrsa'), large intestine polyp ('colon polyps'), rectocele ('rectocele') and multiple episodes of allergy to metals ('nickel allergy', 'nickel allergy') in a 28-year-old female patient who had essure (batch no. 664653) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's medical history included hysterectomy and rectocele repair. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight, colonic polyp, cystocele, stress incontinence and eczematous dermatitis. Concomitant products included nsaid's from (B)(6) 2009 to (B)(6) 2011 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), rash generalised ("rash all over body") and the first episode of abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"), 10 days after insertion of essure. In (B)(6) 2009, the patient underwent pelvic floor repair (seriousness criterion medically significant) and experienced staphylococcal infection (seriousness criterion medically significant), large intestine polyp (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), the second episode of abdominal pain ("pain: abdominal area") and pain ("pain all over"). On (B)(6) 2011, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash pruritic. In (B)(6) 2011, the patient experienced mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced painful rash ("painful rash"), hypersensitivity ("hypersensitivity"), the second episode of allergy to metals ("nickel allergy"), psychological trauma ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (hysteroctomy, hysterectomy, rectocele repair and removal surgery). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, painful rash, the last episode of allergy to metals and urinary tract infection had resolved, the pelvic floor repair, staphylococcal infection, large intestine polyp, rectocele, the last episode of abdominal pain, mood swings, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, pain, depression, anxiety, rash generalised, hypersensitivity and psychological trauma outcome was unknown and the fatigue was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, large intestine polyp, migraine, mood swings, pain, pelvic floor repair, pelvic pain, psychological trauma, rash generalised, rectocele, staphylococcal infection, urinary tract infection, weight increased, the first episode of abdominal pain, the first episode of allergy to metals, painful rash, the second episode of abdominal pain and the second episode of allergy to metals to be related to essure. The reporter commented: current weight 174 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Skin test on (B)(6) 2011: results: positive to nickel sensitivity. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming allergy to metals, mrsa (staphylococcal infection), apareunia, rash and rash pruritic." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- new events hypersensitivity, nickel allergy, psych injury, uti were added outcome of pain, allergy and uti was updated. Reporters were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hypersensitivity ("allergic reaction") in a female patient who had essure inserted for female sterilization. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced hypersensitivity (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the hypersensitivity outcome was unknown. The reporter considered hypersensitivity to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), pelvic floor repair ('mesh implant'), large intestine polyp ('colon polyps'), rectocele ('rectocele') and multiple episodes of allergy to metals ('nickel allergy', 'nickel allergy') in a 28-year-old female patient who had essure (batch no. 664653) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure conformation test". The patient's medical history included hysterectomy and rectocele repair. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included overweight, colonic polyp, cystocele, stress incontinence and eczematous dermatitis. Concomitant products included nsaids from (B)(6) 2009 to (B)(6) 2011 and paracetamol (acetaminophen) from (B)(6) 2009 to (B)(6) 2011. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), rash generalised ("rash all over body") and the first episode of abdominal pain ("abdominal pain") and was found to have weight increased ("weight gain"), 10 days after insertion of essure. In (B)(6) 2009, the patient underwent pelvic floor repair (seriousness criterion medically significant) and experienced staphylococcal infection ("mrsa"), large intestine polyp (seriousness criterion medically significant), rectocele (seriousness criterion medically significant), the second episode of abdominal pain ("pain: abdominal area") and pain ("pain all over"). On (B)(6) 2011, the patient experienced the first episode of allergy to metals (seriousness criteria medically significant and intervention required) with urticaria and rash pruritic. In (B)(6) 2011, the patient experienced mood swings ("mood swings"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On an unknown date, the patient experienced painful rash ("painful rash"), hypersensitivity ("hypersensitivity"), the second episode of allergy to metals ("nickel allergy"), psychological trauma ("psych injury") and urinary tract infection ("uti"). The patient was treated with surgery (hysteroctomy, hysterectomy, rectocele repair and removal surgery). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, the last episode of abdominal pain, pain, painful rash, hypersensitivity, the last episode of allergy to metals and urinary tract infection had resolved, the pelvic floor repair, staphylococcal infection, large intestine polyp, rectocele, mood swings, female sexual dysfunction, migraine, headache, dysmenorrhoea, dyspareunia, weight increased, depression, anxiety, rash generalised and psychological trauma outcome was unknown and the fatigue was resolving. The reporter considered anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, large intestine polyp, migraine, mood swings, pain, pelvic floor repair, pelvic pain, psychological trauma, rash generalised, rectocele, staphylococcal infection, urinary tract infection, weight increased, the first episode of abdominal pain, the first episode of allergy to metals, painful rash, the second episode of abdominal pain and the second episode of allergy to metals to be related to essure. The reporter commented: current weight 174 lbs. Plaintiff received treatment for allergy, bladder/urinary infection. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25 kg/sqm. Skin test - on (B)(6) 2011: results: positive to nickel sensitivity. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: confirming allergy to metals, mrsa (staphylococcal infection), apareunia, rash and rash pruritic." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received- outcome of events :hypersensitivity , pain: abdominal area, pain all over added as recovered. Event of staphylococcal infection downgrade to non-serious. Rcc comment added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.